Manufacturer narrative:
Other applicable components are: product ID: 978b128, lot#: va2g77x, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 29-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient went into ER on 12/24 and had visible infection per physician. Removal planned for tomorrow.  No further complications were reported at this time.